Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+, flail, and tethered posterior leaflet. A mitraclip xtw was deployed at a2p2. The mr was reduced to trace. While establishing final arm angle (efaa), the clip opened 10-15 degrees. Therefore, the clip was opened and reclosed on the leaflets. The clip was able to pass efaa. However, after removing the lock line, the clip opened to 30 degrees. To stabilize the clip, a second clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip open during efaa and clip open while locked could not be tested via returned device analysis due to the condition of the returned device (clip was deployed and not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa and clip open while locked. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) video was provided. The video was taken on a personal device (e.g. Smart phone, tablet, etc.) Of the echocardiography monitor which scrolls through different views spanning the entire usage of the first cds (reported device) during the duration of the video. The first 28 seconds of the video shows multiple views with color doppler that were likely initial assessment of the valve, prior to sgc insertion, as there is no cds or clip visible. At the 00:51 mark of the video an lvot view is shown on the right with an x-plane view on the left. The lvot view captures the anterior-posterior cross-section of the valve (short axis); as such, an lvot view will show a front facing view of clip (perpendicular to clip arm plane) and potentially provide a view of the clip arm angle. In this view, the reported clip can be visualized and is grasped onto the leaflets; in the x-plane view on the left, the delivery catheter (dc) can be visualized and is connected to the clip indicating this view was taken pre-deployment. The clip arm angle appears to be ~60° indicating that grasping was performed. At the 00:55 mark the clip can be seen in a fully closed position (~10°) and remains attached to the dc shaft indicating that the view was taken pre-deployment. Views shown between the 00:55 mark and 01:35 mark of the video show the clip fully closed on the leaflets and attached to the dc shaft; these views were likely taken during pre-deployment assessments. At the 01:30 mark, an lvot view taken pre-deployment shows the clip fully closed on the leaflets with a clip arm angle of ~10°. At the 01:36 mark, an lvot view shows the reported clip fully deployed on the leaflets; there is no dc shaft in view indicating the clip was deployed. The clip arm angle in this post deployment lvot view appears to be ~30°. While the clip arm angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent that the clip experienced some degree of arm opening, either during deployment maneuvers or immediately post deployment, when comparing the clip arm angle in views taken pre-deployment (e.g. Lvot view at the 01:30 mark) and post deployment (e.g. Lvot view at the 01:36 mark). At the 01:57 mark, an intercommissural view of the deployed clip (reported device) is shown with color doppler included. In this post deployment view, presumably taken prior to implanting the second clip (no reported issue), a notable regurgitation jet can be seen extending from the clip. It was reported that "after the removal of the lock line the xtw clip opened up to 30 degrees resulting to a non-acceptable mr of 3+ and a broad jet coming from the 30-degree angle gap of the clip implanted"; these reported incident details indicate that during lock line removal the clip opened ~30° and was ultimately deployed at that angle. The provided video of the echo views aligns with the incident details that the post deployment clip arm angle was ~30°. However, it should be noted that per the instructions for use, after the lock line is removed (per step 33.1.2), step 33.1.3 instructs the user to conduct the second efaa check and provides the following note: "the clip arms may open slightly (~5°) and then remain in a stable position. If arms open more than slightly, close the clip to the desired arm position". Per the IFU and by design, the user is able to close the clip after the lock line is removed and is instructed to do so if the clip arm angle is observed to change during these steps. Based on the reported incident details, it is unclear if the user performed step 33.1.3, as described. After the clip was observed to open to ~30° during lock line removal, the user should have re-closed the clip and conducted the second efaa check in accordance with the IFU. Corresponding device manipulations (e.g. Lock line removal, efaa check, actuator detachment) performed during each of the views cannot be determined in the echo videos provided. As such, it is recommended that follow up be sent to the account to verify the discrepancy between the reported incident details and IFU steps. If the user failed to attempt re-closure of the clip after lock line removal and / or did not perform step 33.1.3, this indicates a potential use error which resulted in the clip being deployed at ~30°. Addendum to original cine evaluation: additional information was received from the reporting abbott employee on 07august2023 in which it was reported that the user performed two efaa checks in accordance with the IFU. It was further reported that the user "did reclose the clip and perform a second efaa after the clip open approximately 30 degrees". This information indicates the user did reclose the clip after it was observed to have opened after removing the lock line. The second efaa was conducted, and the clip was deployed. Based on the cumulative information provided, it is unclear when the clip re-opened again to the angle of ~60° observed in the video provided. Per the IFU, the second efaa check is performed after the lock line is removed. If arms open more than slightly, the clip is able to be reclosed again as the clip is still attached to the internal actuator assembly. It is possible the clip arms opened during the second efaa check, in which the user failed to reclose the clip prior to actuator detachment, or the clip was deployed in a fully closed position and experienced a post deployment cowl; however, this cannot be confirmed.¿

Event description:
Subsequent to the previously filed report, additional information was received. The clip was reclosed and performed a second establishing final arm angle (efaa) after the clip opened approximately 30 degrees. No additional information was provided.